Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a novasure procedure was performed and went as planned, but when removing the device, the physician pulled back the handle while holding the front handle steady but the device was stuck in the uterus. The physician rotated the device in a wheel rotation until the device was removed. The tip of the device was bunched and twisted like a screw. No patient injury was reported and procedure was completed with the same device. No additional information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted. And the sheath was crumpled. Functional testing was not conducted, since the issue with the external sheath did not allow the array to be retracted properly. Hence, the failure mode reported by the customer was observed, during the visual investigation process. Additionally, tissue was found in the array, but there is no evidence of damage.